Event description:
It was reported that during use the cs300 intra-aortic balloon pump (iabp) had an autofill failure and was giving an electrical test code 58. No patient harm was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Upon initial inspection, the getinge field service engineer (fse) found autofill error codes 57 and electrical test failure code 58. Performed a complete system checkout of unit and the unit passed all testing. Also, performed the condensation removal procedure and calibration verification of the transducers. The transducers were within specification, and there was no calibration necessary. The customer informed the fse that the unit had these same errors previously and because of this the fse ordered a drive manifold and a solenoid driver board per service manual, since these parts can cause the errors that have been happening intermittently. The fse returned at a later date and installed the solenoid driver board and the drive manifold, and the unit had a low vacuum alarm after. The fse discovered that the new drive manifold was a missing the o ring on the transducer, installed an o ring and problem was resolved. Performed a complete system checkout. Unit passed all testing and was cleared for clinical use.

Event description:
N/a